Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device does not effectively take skin and is noisy during operation. There was a delay of 20 minutes caused by the event. On october 12, 2016, it was clarified that the issue occurred (B)(6) 2016 during surgery. There was no medical intervention or additional surgical procedures required and there was no damage to the graft harvest. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and the surgical technique for the product was utilized. There was no harm or injury to the patient or operator and there was no contributing condition related to the event. It was also noted that there was another device used to complete the surgery. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on september 14, 2016 revealed that the motor was below motor speed specification at 3120 rpm. The control lever torque testing was not performed. The control bar was flush with the master blade. The device was out of calibration at all four settings. Repair of the electric dermatome was performed by zimmer biomet surgical on september 20, 2016 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motors and handpiece switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was below motor specifications and the device was out of calibration. The reported event ¿noisy during operation¿ was non-verifiable since there was no mention of noise during initial inspection or during repair. The root cause of the device not taking skin was due to low motor speeds and the device being out of calibration. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, motors and handpiece switch. The reported event of the noise was non-verifiable since there was no mention of noise during initial inspection or during repair, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the taking of the skin effect was not good and the device made noise. There was a 20 minutes delay. No adverse events were reported as a result of this malfunction.